Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test, off no power and unexpected restart error test. However, the insulin pump had compromised force sensor system alarm during basic occlusion test due to loose and protruded drive support disk. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 201 mg/dl at the time of incident. The customer's mother stated that the insulin was squirting out during the manual prime process. The customer's mother stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer's mother stated that the drive support cap was sticking out. The customer's mother stated that they did not press the drive support cap. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.